Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the monitor of the navigation system would intermittently lose display functionality. Restarting the navigation system would intermittently restore functionality, however, it was noted that the issue would recur after a few minutes and the power button would be amber. Reseating cables on the back of the monitor did not restore functionality. There was no patient present when this issue was identified. There was no reported impact on patient outcome. It was later reported that troubleshooting was unable to get the navigation system to boot, and that ten minutes of restarting eventually restored functionality. No additional information was provided.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that the computer and monitor for the navigation system were replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The monitor for the navigation system was returned to the manufacturer for analysis. The monitor was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The computer for the navigation system was returned to the manufacturer for evaluation. Testing found that there was a bad sector on the hard drive of the unit. However, functional testing could not replicate the reported issue. A second computer was returned to the manufacturer for evaluation. The computer was found to be fully functional with no problem found. The reported event could not be replicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that additional troubleshooting found the computer would boot up but would not progress to the login screen. It was noted that the initial troubleshooting restored functionality for half an hour.

Manufacturer narrative:
The hardware investigation of the computer for the navigation system found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: medtronic received information that one computer was returned for evaluation. The original computer was found to be fully functional, but additional testing found the bad sector on the hard drive. If information is provided in the future, a supplemental report will be issued.